Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation: a visual inspection confirmed part of the jrny ii cr lkg fem imp bumper lt is broken off the device and has not been returned. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed prior complaints. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. D4: lot # and UDI # were added.

Event description:
It was reported that this particular item was not involved in a surgery at the time of it breaking. A central sterile staff member found only half of the broken bumper and gave it to a sales rep. It was broken during processing and the other half was thrown out.